Event description:
It was reported that the customer experienced high blood glucose over 600 mg/dl. At time of report, customer's blood glucose was 567 mg/dl. Customer reportedly took an injection. Troubleshooting was performed with customer's insulin pump. One tiny bubble was found in the infusion set tubing. During manual prime, insulin exited. Customer found the infusion set cannula was bent. It was explained that this may contribute to high blood glucose. Customer was unable to perform high pressure test. Infusion set insertion technique was reviewed. It was found customer was not pushing the button on the inserter to release the set. She was advised to change the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.